Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the complaint definition; ''the luerlock connection on the oxygenator broke. It was noticed when the perfusionist was done with perfusion and was breaking down the system. They are not sure if it was caused by to much traction while breaking down the system or if the luerlock attachment was already weak.'' Complaint #: (B)(4).

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
The quadrox-I adult was directly involved in the incident which occurred after perfusion. It was reported that luer lock connector broken. Photographs showing the issue were attached to the parent record. Additional information was requested for this failure. According to the answer: the perfusion time was 120 minutes. The system was primed with gelofusin and mannitol. There was no excessive physical force, the pressure line including a bag to store excessive priming is located on that special luer. The custom pack was not damaged during intra hospital transport. The product was stored in a wall closet with front doors, by room temperature. The user did not use any products on the outside, and no liquid inhalation anesthesia. The user didn¿t use a rubber hammer for de-airing. Max flow was 5.29l/min pressure during patient time between 180 - 220 mmhg. During priming/testing fase was the pressure for ½ min 400 mmhg, at that time there was no leakage at that luerlock. The product was received back for investigation. The affected luer lock connection for material fatigue (e.g. Crack) was checked with another oxygenator from the identical lot 92290990 (oxygenator lot 70134054). During the first visual inspection of the oxygenator, the broken luer connector was found. The broken luer was not sent. The broken off point was inspected more closely under the microscope and compared with a reference sample with the same lot number. The complaint can be confirmed on the basis of the visual inspection with the microscope. The luer on the blood outlet cover and on the tube has broken off. The luer of a reference sample from the identical lot shows no abnormalities on the injection molded part with regard to damage. The broken off luer, which could provide further information, was not included. The clear reason for the termination of the luer can be given. No further investigation is required. The information obtained so far in this investigation would confirm that the device met its specification at the time of manufacturing and therefore all damages found on the product are due to excessive or inadequate external physical force that was exerted on the product after the release. It was confirmed by account manager, sales that not all products were affected by this failure. Device history record for lot 92290990 and lot 70134054 (serial number (B)(6)) were reviewed. There are no evidences indicating non-conformance or deviations of the product in question during manufacturing and final release of this specific lot. Trend search was performed and no systemic issue could be determined. The reported failure was identified risk management file (B)(4) and chapters r8.2.1.4, r8.2.1.5, r8.2.1.6. The most probable cause is associated with user error. The mitigation for this specific failure is in place per instruction for use. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.